Manufacturer narrative:
N/a.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. During treatment the patient presented with a drop in blood pressure to (B)(6) mmhg, heavy breathing and a decrease oxygen saturation (spo2) - (B)(6). The treatment was discontinued without blood return resulting in an estimated blood loss of 200 ml. The patient remained in the clinic after the event for observation. No hospitalization was required. A chest and lung x-ray was performed which showed no abnormalities. The patient reportedly recovered after the event and her blood pressure was (B)(6) mmhg and pulse (B)(6) bpm.